Event description:
Medtronic (covidien) received information that when introducing the silverspeed 14 guidewire into the micro catheter, the tip was kinked and broken, without excessive manipulation. The device was exchanged with a new x-pedion 14, no further complications were reported. The patient was not injured during the procedure.

Manufacturer narrative:
Additional information: the lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. The guidewire was returned for evaluation. The outer coil of the guidewire was found to be stretched at the distal end with the core wire intact. The solder tip was found to be missing from the distal end of the guidewire. The cause of the damage could not be determined. No additional information was provided. Attempts were made without success. (B)(4).